Event description:
Report received of air in the tubing below the cassette. It was reported that the pt was to receive an unspecified solution on the primary line via an unspecified plum pump. There was no solution to infuse on the secondary line. Immediately after the delivery was started, the nurse noted that the tubing set had "a lot of air bubbles" in the upper part of the cassette where the tubing exits the cassette and leads to the pt. The customer reported that there were no pump alarms as "the device would not have deteted the air bubbles because they were past the air sensors." The tubing set was replaced and the delivery was resumed. There were no reported adverse pt effects.